Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the presence of foreign material in the air/water tube and cylinder is possibly due to insufficient reprocessing; however, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. Therefore, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, duodenovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that that the air/water tube had foreign material and the air/water cylinder had foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found that the air/water cylinder had no color. Suction cylinder had no color. Scope connector was damaged. Distal end had discoloration. Adhesive on bending section cover had a crack. Connecting tube had a scratch. Universal cord had coating peeling. Due to annual inspection, parts must be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.